Event description:
Second revision surgery required. Universe implants removed and replaced. During removal of stem surgeon fractured the humeral shaft. Trunion ball was found firmly attached to stem.